Event description:
On (B)(6) 2021, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure. During the procedure, it was noted that five devices did not properly deploy. On (B)(6) 2021, returned device analysis confirmed that a 3mm fragment was missing from the capsular tab on one device. The physician was informed and stated he did not plan on doing additional follow-up with the patient. No patient harm or injury was reported.